Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was operated last year on (B)(6) 2024 with first implant of corail pinnacle. The patient had an insert mobilization and was reoperated with substitution of new insert and head on (B)(6) 2025. After six months, at the beginning of (B)(6) 2025, the patient had another insert mobilization/dislocation/loosening. This report captures the revision surgery performed on (B)(6) 2025 due to insert dislocation. The related complaint (B)(4) captures the reported new insert loosening at the beginning of (B)(6) 2025.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: according to the information received, "the patient was operated last year with first implant of corail pinnacle. After one year the patient had an insert mobilization and was reoperated with substitution of new insert and head. After six month the patient had another time an insert mobililization. He had to decide what he have to do." The product was not returned to medtech orthopaedics; however, photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product description: - pinnacle bantam acet cup 44mm product code:- 121720044. Lot no:- j44g17 quantity of manufactured:- 39 date of manufacturing:- 26-jul-2019 expiry date:- 30-jun-2029 device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d10.